Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.